Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was returned to olympus for repair, the customer did not know what the foreign material may have been. There was no delay in the start of pre cleaning, the air / water nozzle was flushed with water and air, there were no abnormalities in the accessories used for reprocessing, the air / water nozzle was wiped and brushed with clean lint-free cloths / brushes / sponges, the air / water nozzle was flushed with the detergent solution, and there were no concerns about the reprocessing. Additional findings include the following: the play of the up / down knob was out of the standard value due to wear of the angle wire, the connecting tube had a dent, the scope connector had corrosion, the connecting tube had discoloration, the forceps elevator lever had discoloration, the forceps elevator knob had discoloration, the up / down knob had corrosion, the up / down knob had discoloration, the right / left knob had discoloration, the control unit had discoloration, the light guide bundle was slipping down, the water removal ability / water supply volume did not meet the standard value due to the clogging of the nozzle, the adhesive on the bending section cover had a chip, and the connecting tube had a wrinkle. The following findings had a scratch: the connecting tube, distal end, scope connector cover unit, scope connector, the protector of the universal cord on the scope connector side, universal cord, grip, scope cover, switch box, suction cylinder, forceps elevator knob, up / down / right / left knob, control unit, and the forceps elevator lever. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera elite gastrointestinal videoscope angle was down. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.